Event description:
It was reported on (B)(6) 2022, a 21mm regent mechanical heart valve was implanted in the aortic position due to ascending aorta aneurysm and aortic valve disease. During implant, it was noted that one of leaflet's motion was restricted. The physician used the holder handle to attempt to rotate the valve but it was not possible. The surrounding area of the valve was checked for any interfering tissue, but interferences were reported. The procedure was completed. After implantation, one of the leaflets was working perfectly but the other one was not moving freely. Because there was no interference noted, the physician thought that the leaflet would achieve free movement with the natural heart movement. Immediately post procedure, a central echocardiogram (echo) was performed and increased gradient was noted. An angiography was performed, and it was noted that one leaflet was not moving freely. It was decided to explant the valve. During explant procedure on (B)(6) 2022, it was noted again that the leaflet was still not moving. Upon explant examination the leaflet broke. A new 23mm masters mechanical heart valve was successfully implanted. Patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
An event of one leaflet not moving, inability to rotate the valve, and then the leaflet fracturing during examination was reported. The investigation found that a leaflet was fractured, however the valve rotated freely. The leaflet which was intact in the orifice moved with ease. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.